Event description:
It is reported that the modular electric/battery single trigger handpiece started working continuously during surgery. The surgery was delayed for an unspecified amount of time, but no harm, injury or adverse event to pt/operator was noted.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.